Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. It was reported that the left subclavian artery was intentionally covered by the proximal device. The preoperative aneurysm diameter measured 65 mm. On (B)(6) 2010, the aneurysm diameter measured 55 mm. No endoleak was identified. On (B)(6) 2011, an endoleak from an unknown origin was identified. The aneurysm diameter measured 65 mm. The physician determined to monitor the patient. On unknown date, infection of the aneurysm was identified. The cause of the infection is unknown. On (B)(6) 2012, a non-gore stent graft was implanted to repair the endoleak of unknown origin. An incisional drainage was performed and an omental patch was also placed to treat the aneurysm infection. The patient tolerated the procedure. The patient was transferred to a different hospital for continuous treatment. The patient¿s current status is unknown. No further information is available.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.